Event description:
It was reported that during a hemorrhoid procedure, the anterior staple line was not formed correctly. The patient hemmorrhaged and required 2 units of blood. The surgeon over sewed the staple line to complete the procedure. Patient required transfusion.